Event description:
I am writing this letter about the somnomed mas flex (mandibular advancement splint) oral dental appliance that is used for the treatment of mild to moderate sleep apnea. In (B)(6) 2008, I was diagnosed with mild to moderate sleep apnea at the sleep wellness institute and I was given the choice of three possible treatment options by dr. (B)(6): CPAP - a continuous positive airway pressure machine, oral dental appliance (to be made in a dental office) or surgery. At first, I tried a loaner CPAP from (B)(6) and discovered that the unit that I was given was not very comfortable to use. Then, I had been informed that the surgical option was very painful and that it may also require several surgeries. Therefore, I became interested in the oral dental appliance. (B)(6) provided me with the name of a dentist, dr. (B)(6), that supposedly had a lot of experience working with these appliances. Therefore, I made an appointment in (B)(6) 2008 to begin this procedure. When I arrived at the office of dr. (B)(6), I was handed a pile of paperwork that was to be completed before the work could be started. On the bottom of this pile of 8-10 pages was an "informed consent" document that needed to be signed. Since there was not any discussion of any adverse side effects or potential dental or oral problems by dr. (B)(6) or any of his staff, I could only assume that this non-invasive procedure was safe - especially since it was recommended by dr. (B)(6) of (B)(6). After an extensive period of time I finished filling out all of the paperwork and I even signed the "informed consent" form - even though I was never informed of any potential oral problems. Dr. (B)(6) dental hygienist also signed the "informed consent" since dr. (B)(6) was not even present. Subsequent to this time, I have learned that "informed consent" means that the doctor is to actually inform the pt of reasonable and likely problems that could be encountered during the course of treatment as well as severe problems that could arise, even though they are not likely to occur. Then, it should be up to the pt to evaluate the benefits of the treatment verses the potential dangers in determining as to whether they still want to proceed with the treatment. This is not the doctor's decision to make since they are not the one that could potentially be harmed. Also, if and when problems or adverse consequences do occur during the course of treatment, the doctor should notify the pt of such and then have the pt sign another consent form if the pt still wants to continue treatment. Therefore, it would appear that dr. (B)(6) never complied with "informed consent". In (B)(6) 2008, dr. (B)(6) dental hygienist, (B)(6), started the work - x-rays, study models, bite registrations, etc. But failed to mention my cost of this appliance. Since I had already consulted with another dentist for an oral device for sleep apnea prior to seeing dr. (B)(6) and they told me that my medical insurance completely covered the cost, I assumed that dr. (B)(6) appliance would also be paid in full. However, when my appliance was completed in (B)(6), I was told that it would cost me (B)(6) and that my medical insurance was out of their network. I was also told that full payment was expected before seeing dr. (B)(6); I was not working and I did not have (B)(6) to spare. I asked them to continue to submit this claim to the insurance company for payment. Dental insurance companies require pre-treatment authorizations for any work over (B)(6). No dental office should ever start any procedure until the pre-authorization is complete and the pt has been informed as to their financial obligation. Then, the pt can decide if they still want to proceed. This is not the doctor's choice... It is the pt's choice, as they are the ones that are financially responsible. If dr. (B)(6) office had submitted a pre-treatment authorization, as required by the insurance companies, before any work was even started - we could have prevented a lot of problems. In (B)(6) 2009, I purchased my own CPAP unit from (B)(6) and as fate would have it, within one week, dr. (B)(6) office called to tell me that they had finally received some money from the insurance company. Therefore, in (B)(6) 2009, my husband and I went to get this appliance that had been sitting in their office for the past ten months. My husband is a retired dentist with 39 yrs of private practice experience and when dr. (B)(6) showed us the appliance, my husband was very concerned that this appliance would cause tooth movement or temporal mandibular joint problems. He was concerned that this would adversely affect my bite occlusion. My husband did not have any first hand experience or knowledge about this appliance, but by just looking at it he suspected that it might create problems. However, dr. (B)(6) assured us that there would not be any tooth movement or any other oral or dental problems, and that he even wore one of these devices. My husband was also concerned that the plastic resin appliance had been stored dry for the past ten months... Since it can loose moisture and become slightly distorted. I wore the appliance off and on until (B)(6) 2009 and then started to wear it nightly to allow for the needed adjustments from dr. (B)(6) office. My records indicate that I visited dr. (B)(6) office five times for adjustments. During each office visit, they would determine if the appliance needed an adjustment, but never performed an oral exam to check for any tooth movement, changes to my bite (occlusion) or for any tmj problems. On my (B)(6) 2010 visit to dr. (B)(6) office, dr. (B)(6) even reminded me of my husband asking about any bite (occlusion) changes from our (B)(6) 2009 conversation by saying...quote "you know that a dentist is only concerned about the bite!!! Well, what do you think they learned in dental school?" On (B)(6) 2010 - just five days after seeing and talking to dr. (B)(6) - I was in another dental office for a prophylaxis (tooth cleaning) and an oral exam and x-rays. The dentist, dr. (B)(6), came in the operatory for his oral exam and frantically explained to me that all of my teeth were out of occlusion by 1 to 2 mm and that some were even in cross bite on the right side. He was stunned to see such an occlusion - knowing that my husband was a retired dentist. Needless to say, I too was stunned at this news, since my husband had cared for my teeth for many yrs and my occlusion had always been normal. Now, it was obvious. The only thing that changed in the past few months was wearing dr. (B)(6) appliance. At this point, I started to collect all of my dental records. I have all of my dental records in my possession. In order to get my records from dr. (B)(6) office, he insisted on seeing me before they could be released. On (B)(6) 2010, I went to his office to get my records. Again, he never even checked my bite, however, he showed me that his teeth also had an open bite...like this makes everything okay? He also stated that "other" of his pts had the same problem. Then how come, in (B)(6) 2009, did he tell me and my husband that there would not be any tooth movement or occlusal changes. He lied to us!!! He himself had the same changes. Since this last visit with dr. (B)(6), we have seen three other orthodontists and have received three different treatment plans. I also saw a tmj specialist. It appears that four dental problems have developed: bilateral open bites (spaces between the upper and lower teeth), a right side cross bite, the midlines are off center, the lower jaw remains pushed forward and this causes chewing difficulties. In 2006, I had been diagnosed with dysphasia (a difficulty with swallowing problem) caused by the narrowing of the (B)(6) ring around the lower part of the esophagus - and this requires a dilation surgical procedure every 2-3 yrs. Now, because my dentition has been altered with the use of this oral dental splint, I am unable to chew my food as well as I used to; thus, increasing my problems with swallowing and thereby causing me a choking hazard!!! I have always taken pride in caring for my teeth. I have two lower bridges (made with (B)(6)) that I have had since 1971 that were problem free. Now, they are out of occlusion, and may have to be replaced at a cost of (B)(6). What dr. (B)(6) did to my teeth is not acceptable. Why didn't he have the honesty and the integrity to tell me what would probably happen before any treatment was ever started; since, it had already happened to him and to his other pts?? If he had just been honest - I never would have worn his appliance and I would have avoided a lot of problems.